Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they have used all 4 programs and says the therapy still was not helping and their symptoms are the same as before the implant. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor it was reported that patient experienced a bowel leakage accident. Troubleshooting included turning stimulation to 1.0v and patient confirmed it was comfortable. It was also reported that patient passed out the night of the surgery and was taken to the ER. No further complications were noted or anticipated.